Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via the manufacturer representative (rep). It was reported that the rep was just told on 2017-10-24 that this problem had been going on for approximately 6 months. The rep did not have exact numbers but had been told they were off by having an excess of 10 ml. The cause of volume discrepancies was not determined yet. The hcp and rep tried a catheter dye study on (B)(6)2017. They were unable to draw back to clear catheter from port. The clinic was in the process of getting approved for a catheter revision. No date was scheduled yet. Patient's weight at the time of the event was approximately (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving an unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and degen disc disease/herniated disc pain. It was reported that the patient refill amounts had been significantly off. There had been more medication left in pain pump reservoir than would have been anticipated. The rep would get more detailed info about the drug, dose, and refill amounts when the rep received a call back from the clinic. The environmental/external/patient factors that may have led or contributed to the issue were unknown at this time. The problem was found during routine scheduled pump refill. At the time of this report, the issue was not resolved and patient status was alive- no injury. Surgical intervention did not occur and had not been planned yet, but a catheter dye study had been planned on (B)(6). No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-oct-26. It was reported that the manufacturer's representative had not been informed of a surgery date yet. It was stated that the manufacturer's representative assumed that the hcp would want the catheter sent in for analysis but they had not confirmed that from the doctor yet. No further complications were reported or anticipated.